Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient, in his 70s, underwent an ablation procedure for recurrent atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring tissue plasminogen activator (tpa). Ablation procedure was successfully completed without any issues. The activated clotting time during the procedure was maintained 350 seconds. On post-procedure day 4, the patient was admitted to another facility via the emergency room and was diagnosed with a stroke. Angiogram was performed and tpa was administered to dissolve the cerebral thrombosis. Patient remained hospitalized for an unspecified amount of time. Patient fully recovered with no residual effects. Cardiovascular medical history includes 3 previous ablation procedures for atrial fibrillation. Physician¿s opinion is that it was a very unusual delayed-onset procedure-related adverse event.